Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. The device was not returned so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that when the registration was over and navigation was used to determine the craniotomy area, the mouse suddenly became ineffective and the computer completely froze. The system was rebooted immediately, it worked without any problems, but it was said that there were 2 similar symptoms so far when asking the me staff. At that time, it seemed that it was not reported because it worked by rebooting, but since it was also confirmed this time, replacement was requested because of the initial failure. The surgery was completed with the navigation device and there was no impact on patient outcome.

Manufacturer narrative:
Hardware parts were returned for analysis, pending completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that the system was unresponsive, and the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional and the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.